Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated even after several troubleshooting techniques. It was also noted that the device did not exhibit any audible tones with magnet application. Premature battery depletion was suspected. Boston scientific technical services (ts) was consulted and advised that the device should be explanted. A revision procedure was performed where the device was explanted and returned for analysis.